Event description:
It was reported that in (B)(6) 2010, the surgeon performed fifth surgery with one of the purpose to remove the drill bit. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.